Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. Images have been provided and are being reviewed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient with a history of deep venous thrombosis presented for placement of a vena cava filter. Access was gained in the jugular vein and imaging confirmed the vena cava diameter to be 22mm, with no clot burden noted. The system was prepped and deployed per the instructions for use; however, the filter failed to expand. The filter was retrieved with a snare and another jugular filter was prepped and deployed successfully. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the device was returned. The dilator was returned fully inserted into the introducer sheath. No anomalies were noted to either the dilator or introducer sheath. The touhy was loose on the pusher catheter. The pusher catheter was noted to be kinked 3.7cm and 25.7cm from the proximal end of the handle. The storage tube was noted to have some skiving at the distal end. However, the storage tube was not bowed. The filter was not returned for evaluation. Dimensional evaluation: all measurements met the required specifications. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: based on the cine run provided, a vena cava filter did not expand upon deployment, can be confirmed. Based on the cine run provided, the identity of the filter could not be confirmed. Based on the cine run provided, retrieval of the filter cannot be confirmed. Conclusion: the device was returned for evaluation, however the filter was not returned. The pusher catheter was noted to be kinked however no other anomalies were noted with the returned system. Images were provided for review. The image shows a filter that is not expanded upon deployment. Therefore, the investigation is confirmed for failure to expand upon deployment. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: - do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: - failure of filter expansion/incomplete expansion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient with a history of deep venous thrombosis presented for placement of a vena cava filter. Access was gained in the jugular vein and imaging confirmed the vena cava diameter to be 22mm, with no clot burden noted. The system was prepped and deployed per the instructions for use; however, the filter failed to expand. The filter was retrieved with a snare and another jugular filter was prepped and deployed successfully. There was no reported patient injury.